Manufacturer narrative:
Evaluation summary: x ray images were not provided. Operative notes of the surgery were provided which were unremarkable and conclude with the impression of left tha without radiographic evidence of complication. It was noted that some subcutaneous emphysema was seen around the hip joint and there was a curvilinear foreign body seen overlying the groin, probably on the patient's skin measuring about 4.4 cm in length by up to 0.2 cm in width. With the available information, exact cause of the observed event cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient experienced heterotopic ossification.